Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
This MDR was forwarded in error. Please disregard. Please reference MDR # 2032227-2013-00250.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 623 mg/dl. The caller asked if someone could go to the hospital to troubleshoot in person. Advised the caller that a local representative could be notified, but that there's no guarantee that they'd be able to. The caller stated that she would call the representative. Advised the caller to have the customer call in for troubleshooting at his convenience. Nothing further was reported.